Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400mg/dl. Customer stated that the inulin pump had a clear retainer ring. It was unknown that customer was customer use auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis.